Event description:
The customer reported that the insulin pump alarmed motor error and over delivered insulin while sleeping the night before the call. The customer woke up feeling clammy and cold. The blood glucose was 120mg/dl. Troubleshooting was performed, and the drive support appears to be normal. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch. Further testing could not be performed due to the motor anomaly. The device was received with scratched display window.